Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No information. Surgeon was worry to patient, but he doesn¿t want deep talk about that. Is the patient hospital stay typical for this procedure? No information. Or was the patient's hospital stay extended? No information.

Event description:
It was reported that during an unknown procedure, the linear cutter did not work during surgery. The cartridge is 3 rows of which 1 row was not formed b-shape and stapler leg stood after fire. The patient was fasting for 6 days after surgery. No food after surgery for 6 days, normally 2-3 days. No further information available.

Manufacturer narrative:
(B)(4). Batch # t5ex78. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with no reload present. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that five staples were malformed when fired on the blue height selector position. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024. D4: batch # t5ex78. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage and with a reload present inside its opened packaging. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that five staples were malformed when fired on the blue height selector position. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5ex78, and no non-conformances were identified.